Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 70 mg/dl and a blood glucose level of 160 mg/dl. The customer also reported noticing that he had a bent cannula and several bloody sensors. The customer was advised that the sensor would be replaced but will not return the device for analysis.